Event description:
It was reported to boston scientific corporation that, during use of a capio slim device in a prolapse repair procedure, the device misfired and could not complete the suture. The procedure was completed with another of the same device and there were no patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.